Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter displays an error1 and an error 5 message. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on an unspecified date/time in (B)(6) 2010. The patient indicated she manages her diabetes with an unspecified type of insulin (self adjuster). According to the csr documentation, after the alleged issue occurred, the patient continued to self administer her usual regimen of 22 units of insulin in the morning and evening. Approximately, ten days after the alleged issue began, the patient claimed she experienced sweating, had a urinary tract infection, and also felt her blood glucose level was high. According to the csr documentation, without testing on another device the patient would increase her insulin (amount unspecified) when she felt her blood glucose was elevated. At the recommendation of her physician, the patient also indicated she now has to take 34 units of insulin. At the time of troubleshooting, the csr verified that the patient followed the correct blood glucose testing procedure (per owner's booklet) and also noted that the test strip draws in the patient's blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where the set was leaking while in use with the vented volumetric pump set. This incident occurred at an unknown time. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have data corruption. A secondary issue was noted as capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.